Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for unknown reasons. The patient described feeling buzzing/whirring when she went to bed for the past five days. Review of remote transmissions revealed a patient notification for low, out of range atrial impedance dating back to (B)(6) 2018, but it was determined that the notifier anomaly was not related to this notification. No intervention was performed. The patient was stable.